Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump malfunction, confirmed that malfunction did not recur, declined resuming deliveries while on the call, and was advised to continue using pump and to contact technical support again if any further malfunction occurred, which customer acknowledged and understood.